Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right- mentor smooth round moderate plus profile 300cc saline breast implant- catalog number 3502300, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated after implantation. Patient noticed her left side was clearly deflated. As a result patient had the device removed and replaced with different brand on (B)(6) 2019.